Manufacturer narrative:
(B)(4): the device was not returned for product evaluation however films were supplied for review which found: multiple x-rays show minimal scoliosis with apex at l3/4, subsequent instrumentation fusion at t10-iliac with broken rods noted at l5 and s1. Rods revised. No fusion noted at revision levels.

Event description:
It was reported that the patient underwent a posterior spinal fusion surgical procedure at t10- pelvis. Approximately 16 months post-op the patient underwent a revision surgery due to a broken rod at s1-iliac and a broken rod at l4-5. During the revision it was found that there was little or no fusion at the sites of the rod failure. The iliac screws were found to be loose so they were removed and replaced. The broken rods were cut above the failure and linked to new rods with the use of connectors (on the right side between l2-3 screws and on the left side between l2 and l4 screws). A crosslink was also placed at l5-s1. No additional patient complications were reported.